Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guidecath is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, the exact cause of the increased mitral regurgitation cannot be confirmed. Procedural factors (placement of the guidewire, manipulation of the devices) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards (B)(4)affiliate, post deployment of a 23mm sapien xt valve, a sudden increase in mitral regurgitation was observed. During a transfemoral tavr procedure, when the guidewire crossed the native aortic valve, the mitral regurgitation (mr) increased from mild to mild-moderate. The guidewire was placed in the left ventricle (lv). Balloon aortic valvuloplasty (bav) was performed with nominal volume. The patient's blood pressure (bp) recovered without incident and the mr remained mild-moderate. The right coronary artery (rca) was wired for protection. A sapien xt valve was then positioned. Rapid ventricular pacing (rvp) was performed, but pacing was not captured. Rvp was performed again for 35 seconds and the sapien xt valve was implanted with nominal volume. Post valve deployment, the mr increased to moderate-severe. Aortic regurgitation (ar) was mild. The bp did not recover and the systolic blood pressure (sbp) remained in the 40¿s to 60¿s mmhg. Following an increase in infusion volume and the administration of vasopressors, the patient¿s vital signs improved. The delivery system and guidewire were removed. Tee indicated moderate-severe mr, but did not show any chordae tendinae rupture. The ar remained mild. The bp gradually decreased. The sbp was in the 60¿s to 70¿s mmhg and was maintained by vasopressors. Following the withdrawal of the esheath, ventricular tachycardia (vt) occurred and the patient was defibrillated. The sbp decreased to the 30¿s to 40¿s mmhg. Percutaneous cardiopulmonary support (pcps) was initiated. The spb sharply decreased to the 40¿s mmhg and vt occurred again. The patient was defibrillated three times. After 20 minutes, the bp became stable, but the sbp dropped to the 30¿s to 40¿s mmhg again. No improvement of the mr was observed. The cause of the mr was unknown. The procedure was converted to open surgery for mitral valve replacement (mvr). Cardiopulmonary bypass (cpb) was initiated. The patient¿s chest was opened and slight pericardial fluid was observed, but did not increase. The bleeding source could not be identified and no myocardial tissue injury, including chordae tendinae rupture and annular rupture, was observed. The mvr was performed with an edwards magna ease mitral valve. The heart beat was resumed; however, the mr did not improve. The patient was monitored for a while, but mitral valve insufficiency was noted. The edwards mitral valve was explanted and a non-edwards tissue valve was implanted. Following the second mvr, tee showed a decrease in the mr, normal mitral valve function, no increase in the ar and an atrial septal hematoma. Although the mvr was successful, the bleeding from an unknown source continued. Compression hemostasis using gauze was continued. Following the insertion of two 24fr thoracotomy tubes and the application of a hemostatic agent, the bleeding stopped. The return cannula was withdrawn and the chest was closed. The procedure was completed and the patient was transferred to ICU for observation, still on a ventilator. The annular diameter measured 18.8mm by tte. Moderate valve calcification and moderate aortic root calcification was reported. Calcification extending from the non-coronary cusp (ncc) and left coronary cusp (lcc) to the lvot was also reported.